Event description:
Report from hosp: heart monitor alarmed with "pts low", pt found disconnected from ventilator, rn stated she heard no alarm from the ventilator. Pt coded and revived and placed back on the ventilator.